Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl and 413 mg/dl. The customer was able to bring down the blood glucose after giving a bolus. The customer also reported that they were able to pair the transmitter to the insulin pump. The customer declined troubleshooting for high blood glucose. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis.